Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(6). (B)(4). Investigation results: visual evaluation of the returned device found that the device had two slight bends in the middle section of the catheter and one kink in the distal section of the catheter. Functional analysis showed that the device failed since the loop did not fully extend. Electrical resistance testing was performed and resistance measured at 6.7 ohms, within manufacturing specifications. Loop plane deflection test was performed and the device passed since the loop did not rotate. Based on the information available and the analysis performed, the most probable root cause classification is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, when the device was advanced through the scope, it was noted that the snare loop rotated and failed to cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.